Event description:
Patient had two hsv 2 positive test on the diasorin hsv 1 and 2 igg test, (both index values less than 2.9), followed up with a western blot which was negative for hsv 1 and 2. Date given is the western blot confirmatory test. Ref report: mw5118899.